Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -8.5/1.0/74 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a shorter length lens without patient injury. The problem was resolved. The cause of the event was reported as unknown and noted the device did fail to perform as intended. It was additionally noted "the patient's left eye was planned for implantation of a 13.7mm in the vertical position. However, due to crystalline lens rupture there was no available icl with the same size and refractive power. Therefore a 13.mm icl was selected and placed in the horizontal position. The residual astigmatism correction was 0.5 diopters and the remaining refractive error was deemed acceptable".